Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this 28 mm annuloplasty ring in the tricuspid position, it was explanted and replaced with a 33 mm bioprosthetic valve due to residual central regurgitation. A mitral repair was performed during this procedure with another annuloplasty ring. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.